Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-00113, 2134265-2012-00260, 2134265-2012-00258 and 2134265-2012-00259. It was reported that post stenting treatment procedure the patient experienced stent thrombosis and chest pain. The first 100% stenosed and 50mm long target lesion was located in the mildly calcified left circumflex artery (lcx) with a reference vessel diameter between 2.5mm and 2.75mm. The first target lesion was treated with overlapping placement of a 2.5x28mm promus element stent and a 2.75x24mm promus element stent. The second 95% stenosed and 50mm long target lesion was located in the mildly calcified left anterior descending artery (lad) with a reference vessel diameter between 2.75mm and 3mm. The second target lesion was treated with deployment of a 2.75x38mm promus element stent and a 3.0x12mm promus element stent in the proximal lad. It was the physician's intent to place the stents overlapping in the lad, but after deployment the physician observed a longitudinal compression of the 2.75x38mm promus element stent and a gap between the stents. The physician then deployed a 2.75x12mm promus element stent to cover the gap. All five stents placed were considered well apposed at the end of the procedure. The patient was discharged on clopidogrel and aspirin. The patient returned seven days later due to chest pain with ECG changes. The physician found subacute stent thrombosis in the stents placed in the lcx and the lad. The physician treated the thrombi with deployment of a 2.5x16mm promus element stent in the distal lad and a 2.5x20mm promus element stent in the distal lcx. The patient was reported to be compliant with antiplatelet medications at the time of the event. No further patient complications were reported and the patient's condition is stable.